Event description:
It was further reported that an additional controller was returned to the manufacturer. Manufacturer's analysis revealed a mechanical problem.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: (B)(6) and one (1) controller (B)(6) were not returned for evaluation. One (1) controller (B)(6) and two (2) batteries (B)(6) were returned for evaluation. No performance allegations were made against (B)(6). A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of all the returned batteries revealed that the devices passed visual inspection and functional testing. An internal inspection of the returned batteries did not reveal any anomalies. Failure analysis of (B)(6) revealed that the device passed external visual inspection and functional testing. Internal inspection revealed a crack on a standoff post within the controller housing. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming in to contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Per the instructions for use, cardiopulmonary arrest and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Log file analysis revealed a sudden decrease in power consumption and estimated flows starting on (B)(6) 2024, leading to parameters above the operating range, and three (3) low flow alarms logged on (B)(6) 2024 at 17:22:40, 17:24:44, and 20:11:48. Additionally, log file analysis revealed one (1) controller power up with an associated pump start event was logged on (B)(6) 2024 at 20:11:39, indicating a loss of power. The controller was without power for 33 seconds. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 91% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 82% rsoc. The data point recorded after to the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. As a result, the reported low flow events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d1: heartware ventricular assist system ¿ controller 2.0. D4: model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2023 / serial or lot#: (B)(6). D9: yes, return date: 21-aug-2024. H3: yes. H4: mfg date: 08-dec-2022. H5: no investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) and one (1) controller were not returned for evaluation. A review of the device history records was not performed as the reported event is not related to a manufacturing or servicing issue. Review of the controller log files was not performed since log files were not available for analysis. There is insufficient information regarding the reported death event. As a result, the reported event could not be confirmed. Based on the available information, a possible root cause of the reported "low battery" alarm event may be attributed, but not limited, to the battery depleting below 25% relative state of charge. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6), one (1) controller (B)(6), two (2) batteries (B)(6), and one (1) driveline boot cover (lot number unknown) were returned for evaluation. One (1) controller (B)(6) was not returned for evaluation. No performance allegations were made against (B)(6), and the driveline boot cover. A review of the pump history record confirmed that the associated pump met all requirements for release. A review of the batteries¿ and controllers¿ history record was not performed as the reported event and analysis associated with these devices is not related to a manufacturing or servicing issue. Review of the driveline boot cover¿s device history record was not performed as the reported event and associated analysis is not related to a manufacturing or servicing issue and since the lot number is unknown. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned pump revealed that the device passed functional testing and visual inspection. Dimensional verification revealed that the front and rear housing disc curvatures were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. Failure analysis of the returned driveline boot cover revealed slight discoloration around the edges, likely due to handling of the device. Functional testing using a sample driveline connector revealed that the axial retrieval force exceeded the current system requirement, indicating that the driveline cover was more difficult to remove. Dimensional verification revealed that the driveline cover¿s inner diameter dimension did not pass the go-gage pin gages. Supplemental tests conducted on similar samples had previously shown that the analyzed driveline covers exhibited increased hardness and stiffness compared to a control sample. The returned driveline boot cover findings are additional findings, not related to the reported event. Based on historical review of similar events and the investigation conducted, a possible root cause of the driveline boot cover finding can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Failure analysis of all the returned batteries revealed that the devices passed visual inspection and functional testing. An internal inspection of the returned batteries did not reveal any anomalies. Failure analysis of (B)(6) revealed that the device passed external visual inspection and functional testing. Internal inspection revealed a crack on a standoff post within the controller housing. The observed crack on a standoff post, is an additional finding, not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming in to contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log files associated with (B)(6) were not available for analysis. Log file analysis associated with (B)(6) revealed one (1) controller power up with an associated pump start event was logged on (B)(6) 2024 at 20:11:39, indicating a loss of power. The controller was without power for 33 seconds. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 91% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 82% rsoc. The data point recorded after to the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. Additionally, log file analysis revealed a sudden decrease in power consumption and estimated flows starting on (B)(6) 2024, leading to parameters above the operating range, and three (3) low flow alarms logged on (B)(6) 2024 at 17:22:40, 17:24:44, and 20:11:48. As a result, the reported low flow events were confirmed. The reported low battery alarm event could not be confirmed; however, information received from the site indicated that the low flow alarm was likely perceived as a low battery alarm. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, cardiopulmonary arrest and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: product ID controller 1420 1175- serial # (B)(6) h3: yes d9: no product ID controller 1420 1175- serial # (B)(6) h3: yes d9: yes, return date: 2024-09-05 product ID battery 1650de 1175- serial # (B)(6) h3: yes d9: yes, return date: 2024-09-05 product ID battery 1650de 1175- serial # (B)(6) h3: yes d9: yes, return date: 2024-09-05 additional products: d1: heartware ventricular assist system ¿driveline cover d4: model #: 1175- / catalog #: 1175- / expiration date: unknown / lot#: unknown UDI #: unknown d9: yes, return date: 13-nov-2024, h3: yes, h4: mfg date: unknown, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0, d4: model #: 1420, catalog #: 1420, expiration date: 31-aug-2021, serial or lot#: (B)(6), UDI #: (B)(4). D9: no. H4: mfg date: 17-aug-2020. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was found down and their controller had a "low battery" alarm.  The battery was replaced, but the patient did not awake. Cardiopulmonary resuscitation was unsuccessful and the patient expired.